Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this 29 mm transcatheter bioprosthetic valve, during a post balloon aortic valvuloplasty (bav), the valve dislodged. It was decided to upsize to a 34 mm which was implanted successfully. No additional adverse patient effects were reported.